Event description:
The plaintiff's attorney alleged that the decedent experienced cardiac event and subsequently expired, which was alleged to have been caused by exposure to naturalyte and/or granuflo product administered during dialysis treatment.

Manufacturer narrative:
(B)(4). This is one event for the same pt involving two separate products.